Manufacturer narrative:
Correction: the dates submitted on the initial emdr should have been oct 31, 2016, rather than oct 21, 2016. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The torque wrench become attached to the femoral adaptor when tightening it to the femoral component. It then became welded to it and could not be removed.

Manufacturer narrative:
Examination of the submitted device confirmed the sigma fem adapter 5 degree was lodged in the wrench as reported. The root cause is attributed to product design. Co 103025887 was released january 2015 to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of co 103025887. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.